Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. D1 and d4 updated. Medical device problem code added 2408.